Event description:
Procedure: urogynecological. According to the reporter: the pt's reportedly alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvisoft acellular collagen biomesh was reported to be used/implanted during this procedure. Additional info from the importer report: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated mdrs: 1018233-2013-00090, 1018233-2012-00091.

Manufacturer narrative:
(B)(4). Additional info from the importer report: date of report: (B)(4) 2012; product name: uretex sup urethral support system; catalog#: 1485013; (B)(6).